Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Office testing found low intrinsic amplitudes in all of the sensing vectors. Technical services discussed some options with the doctor. This is considered a serious injury as there were two inappropriate shocks. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The first shock induced ventricular fibrillation. The next shock successfully converted the arrhythmia. The patient was exercising at the time. The sensing vector was set to the secondary sensing vector. Technical services discussed some options with the caller. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Office testing found low intrinsic amplitudes in all of the sensing vectors. Technical services discussed some options with the doctor. This is considered a serious injury as there were two inappropriate shocks. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Office testing found low intrinsic amplitudes in all of the sensing vectors. Technical services discussed some options with the doctor. This is considered a serious injury as there were two inappropriate shocks. The system remains implanted. (B)(6) 2025. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The first shock induced ventricular fibrillation. The next shock successfully converted the arrhythmia. The patient was exercising at the time. The sensing vector was set to the secondary sensing vector. Technical services discussed some options with the caller. The system remains implanted. There were no additional adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.